Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing stimulation in the pocket. Upon interrogation, the right atrial lead exhibited high impedance measurements. The device was reprogrammed and the patient would continue to be monitored.